Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2022, a total hip replacement was implanted at kssh by dr. (B)(6) in the course of the procedure, an infection developed, which is why a prosthesis-preserving revision was performed on and antibiotic treatment was started. In case of therapy failure the patient was transferred to the ksw for further treatment (B)(6) 2022). It was found that a prosthesis stem for uncemented anchorage had been cemented in. Was cemented in. For 2 reasons this leads to a predictable failure: on the one hand because the stem is coated with hydroxyapatite, and secondly because the stem is made of titanium. The hydroxyapatite is a very hard substance, and can cause massive abrasion by friction under physiological massive abrasion of the cement due to friction under physiological loads. The hydroxyapatite dissolves over the course of the months, the cement anchorage would loosen accordingly and fail. Titanium shafts are known to fail when cemented in, except in very few models, because the abrasion on the surface leads to a continuous surface leads to continuous oxidation and corresponding swelling of the stem, until the cement mantle or the bone is cracked. It was therefore decided not to treat the periprosthetic infection again in a prosthesis-preserving manner, which would otherwise have been possible. However, the prosthesis change led to further complications, with in particular a multilevel fracture of the femur. This could be repaired with an appropriately long prosthesis stem. The risks concerning further complications and in particular failure of infection treatment correlate with the size of the implant.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Based on the visual analysis of the provided photographic evidence for, it cannot be determinate a depuy's device failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed since a valid finished good lot number was not provided for this device.